Event description:
A medtronic representative reported an inaccuracy that occurred while in an ommaya reservoir case, where the surgeon planned to place two reservoirs in two cysts. The patient had multiple shunts already placed, using a scan that was done four days prior to the surgery. The surgeon used axiem cranial tracer registration and felt accurate on the superficial points. Once the surgeon was using the shunt stylet to place the catheter in the cyst, the scan on the s7 showed him right in the middle of the cyst, however, the surgeon felt it was all csf and that he was in a ventricle. The surgeon opted to discontinue navigation and use an ultrasound. The surgeon stated that via the ultrasound, the cyst did look like there was a positional or size change from the scan. The procedure was completed without the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Software investigation completed; software is functioning as designed. It is recommended that an updated scan be obtained prior to surgery.